Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2022-10242, 2210968-2022-10244, 2210968-2022-10245, 2210968-2022-10246, 2210968-2022-10247. Citation: https://doi.org/10.1007/s10029-022-02672-0.

Event description:
Title: emergency repair and smoking predict recurrence in a large cohort of ventral hernia patients. This prospective study aims to assess risk factors for hernia recurrence in patients undergoing emergent and elective hernia repair using a prospective ventral hernia registry. A total of 1306 patients, aged = 18 years, who either underwent emergency or elective ventral hernia repair between august 2013 and february 2020 were included . Patients were divided into two groups depending on the urgency of hernia repair: 147 patients 67 females age 64 years ( range 15¿100 years) were operated in an emergency setting, while 1160 patient 339 females age 62 years ( range 22¿95 years) were scheduled for elective surgery. All types of ventral hernias (umbilical, epigastric and incisional: subxiphoid, epigastric, umbilical, infraumbilical, suprapubic, subcostal, flank, iliac, and lumbar) were included. Surgical techniques varied including laparoscopic and open approaches, as well as techniques with and without mesh placement. Most commonly, a laparoscopic repair with intraperitoneal onlay mesh placement was performed in both groups. Specific mesh used for the repair in acute ventral herniation group included : vipro (n=1) , vipro (n=2) , ultrapro (n=5) , physiomesh (n=1) , while in the elective ventral herniation group: vicryl (n=1) , vipro (n=6), vipro 2 (n=2) , ultrapro (n=61) , proceed ventral patch (n=1) and physiomesh (n=16). Postoperative follow-up after hernia repair is scheduled 1 and 5 years postoperatively. Reported complications included: acute ventral herniation group (avh) : (n=4) surgical site infection. (N=1) other infection. (N=2) postoperative bleeding. (N=1) seroma formation . (N=3) small bowel injury. (N=11) revision surgery. (N=9) pulmonary complications . At 1-year follow-up, (n=3) chronic pain treated with analgesia (n=2) and with anesthesia (n=1). (N=5) recurrent hernia, reoperation performed (n=1). (N=1) chronic infection. (N=1) chronic seroma. At 5-year follow-up, (n=1) recurrent hernia , patient was re-operated. (N=1) chronic seroma. Elective ventral herniation group (evh) : (n=7) surgical site infection. (N=5) other infection. (N=9) postoperative bleeding. (N=7) seroma formation . (N=1) small bowel injury. (N=17) ileus. (N=9) revision surgery.(n=11) pulmonary complications. (N=2) cardiac complications. At 1-year follow-up, (n=17) chronic pain, treated with analgesia (n=12) ,with anesthesia (n=1), treated with operation (n=1) and other treatment (n=4) . (N=10) recurrent hernia, reoperation performed (n=3). (N=11) chronic infection. (N=14) chronic seroma. At 5-year follow-up,(n=4) chronic pain , treated with analgesia (n=2) and others (n=2).(n=3) recurrent hernia , re-operated (n=2).(n=3) chronic infection. (N=5) chronic seroma. It was concluded , that the emergency ventral hernia repair and smoking are independent risk factors for ventral hernia recurrence. Patients should be counseled appropriately about their risk for recurrence with active smoking.